Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise. The patient's physician ordered the tachy therapy to be turned off on the device due to the noise. The rv lead will soon be revised. To date, no adverse patient effects have been reported.